Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had issues with motor error alarm. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 400mg/dl. The customer treated with manual injection. The customer declined to treat for the highs. The customer had also received motor position encoder error alarm. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test or the operating current test due to the constant motion sensor test failure alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.